Event description:
It was reported that the device had a sticky plunger and a communication error. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, sleeve drivearm, front cover, rear case, left/ right handles, latch module, latch spring, latch module spring leaf, large/ small claws, barrel clamp, knob actuator, flange gripper, flange retainer, wiper seal and left/ right iui's. A review of the device history record showed the device had a manufacture date of 16apr2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6 200168311 for alarm led failure, which does not correlate to the customers reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the carriage assembly - binding/ jammed (tube drivearm sticking). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device suffered a sticky plunger and a communication error. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device suffered a sticky plunger and a communication error. There was no patient involvement.